Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive in the bottom portion of the pump display. There was no impact to the customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy.